Event description:
N/a.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) had evaluated the unit and found j20 on video processor board not seated correctly. Than fse had reseated j20 and assembled monitor. After that the fse had performed complete calibration and function check in conjunction with pm. The unit was released for the clinical use.

Event description:
It was reported during a routine check the cardiosave touch screen is not working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.